Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient data/information not reported by provider. No information on when malfunction occured. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a coupling screw for the helical blade inserter broke intraoperatively during a trochanteric fixation nail (tfn) case. This caused an approximate 2-3 minute surgical delay to take it apart at the end. The procedure was completed without further incident. This report is 1 of 1 for (B)(4).